Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke while cutting. Probable root cause: inadequate window profile inadequate welding process (i.e. Plasma, inductive, gluing) improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during procedure the knife broke while cutting the synovium. The broken material could not be removed and remained inside the wrist, which will necessitate an additional surgery to remove.

Event description:
It was reported that during procedure the knife broke while cutting the synovium. The broken material could not be removed and remained inside the wrist, which will necessitate an additional surgery to remove.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.